Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the opening of the cartridges was cracked. Under micro observation, cartridges was found to have burrs and confirmed that it was a product defect. The surgery was completed by switching to another one. Additional information has been requested.

Event description:
Additional information was received stating incision size 2.2 for surgery.

Manufacturer narrative:
Additional information provided in b.5., d.9., d.10., h.3., h.6. And h.10. A used company cartridge was returned loose in the opened cartridge pouch that has been stapled closed. Viscoelastic was dried in the cartridge. The tip has stress lines observed on the right side and the posterior. The anterior tip has cracks observed travelling toward the tip exit. The cartridge has evidence of being placed into a handpiece. There were no burrs observed on the cartridge. The tip has a slight uneven appearance; however, this is a soft and flexible coating material on the beveled edge of the tip, a common byproduct of the interior coating process, and would be acceptable per our current release criteria. The cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Information was provided that a non-qualified lens model was used in the cartridge. A company handpiece was used. Two viscoelastics were indicated. Only one viscoelastic was qualified for use with the reported associated lens model when used with the qualified cartridge models. The initial complaint was reported as cartridges cracked and found to have burrs. The cartridge tip was cracked and stressed. The excess coating may have been interpreted as ¿burrs¿. The root cause was most likely related to a failure to follow the instruction for use (IFU). A non-qualified lens model was used in the cartridge. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Also two viscoelastics were used. One is the only qualified viscoelastic for use with the reported lens model when used in a qualified cartridge. The IFU instructs to only use an company ovd qualified for use with the company iol delivery system that has been allowed to come to the operating room temperature. The manufacturer internal reference number is: (B)(4).